Event description:
It was reported that the date of the insertion is unknown as well as the time frame that the intra-aortic balloon (iab) was inserted in the patient. While in the operating room, the md inserted the sheath via the left femoral artery. The central lumen of the catheter was hard to flush. The iab was removed and another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. Pump tubing and spring wire guide (swg) were not returned. There was blood on the exterior surfaces of the iab. The 6" pressure line was attached to the luer. The teflon sheath was on the catheter approximately 17/1 cm from the proximal end of the bladder. Iab was bent/kinked just above the bifurcation approximately 8 mm. Tip assembly was kinked approximately 5 cm from the distal tip & approximately 2 mm just below the stainless steel tip. Datakey & slide connector were attached to fiber optix sensor (fos) cable. Fos was light level tested & passed. A vacuum was pulled on iab & held. Central lumen flushed clean with water easily. A different swg was fed thru central lumen, met resistance & would not pass the bend in catheter just above the bifurcation. Iab was submerged & pressurized in water. No leaks were detected in iab or bladder. A device history review (DHR) was conducted on the iab & it passed all in-process testing & met all specifications. There were no manufacturing abnormalities established between the DHR & the reported complaint. The catheter was bent and central lumen kinked. The cause of the kink is most likely patient movement. Management will continue monitoring complaint reports for any trends which may appear.